Manufacturer narrative:
Analysis was able to confirm the reported stylus and cursor misalignment; the programmer was re-calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus and the cursor were misaligned. The user changed the stylus and re-calibrated the programmer but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.